Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00523, 00001825034-2023-01377, 0001825034-2023-01378, 0001822565-2023-01651, 0001822565-2023-01652. H10: cat #: 00-7713-006-00 / mod ml taper fem st / lot #: 663823156, cat #: 010000817 / g7 hi-wall arcomxl lnr 36mm d / lot #: 6475631, cat #: 110010243 / g7 osseoti 3 hole shell 50mm d / lot #: 6414518, cat# 00784800200 / kinectiv modular neck k / 642173162, cat #: 00625006530 / trilogy bone scr 6.5x30 / 64309570. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. DHR was reviewed and no discrepancies related to the reports event were found. Root cause is unable to be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6 proposed component code: mechanical (g04) ¿ head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in this event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00523, 0001822565-2023-00525, 0001822565-2023-00527. Unk taper, unk liner, unk cup. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient is schedule for a revision approximately four years post implantation for unknown reasons. Attempts have been made and no further information is available.